Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stomach resection, 5 out of 6 loading units from the same box fired normally. On the 6th loading unit, the user saw poor staple formation and the device stopped at the middle, the staples did not go through the tissue and the staple line was incomplete distally. The device did not want to fire anymore. The jaws of the instrument locked on tissue and the user pulled back the knife to remove without difficulties. A manual handle and a new loading unit was used to resolve the concern. There was no patient injury. There were no issues with the powered handle and adapter noted as both worked fine when used after the surgery.